Event description:
It was reported that a revision was required due to the compression screw backing out of position.

Manufacturer narrative:
No manufacturing deviations were found. All devices meet quality specifications.

Event description:
The lay user/patient contacted lifescan alleging the meter is reverting to setup mode. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.